Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Additional 510(k) number is k072642.

Event description:
It was reported that the screw loosened at the site and therefore needed to be removed and replaced with a new screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two screws were returned for investigation.visual evaluation of the as returned products identified damage and loss of goldtite coating at the hex drive feature of both screws. However, no apparent malfunction observed. Zimvie is not responsible for any damage caused by the clinician's removal of the devices. Functional testing was performed by screwing each screw into a stock certain implant. No damage identified at the threads. No pre-existing conditions were reported. The devices had been placed on tooth #16 & 17 for approximately 1 year, 8 months. The customer did not provide any pictures; however, they did provide x-rays. The x-rays show the implants but do not provide information on the reported event. Document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section 'precautions', it is stated that improper technique could cause screw loosening. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review by lot number could not be performed, as the lot number associated with the reported products is associated with distributed by lot no. 145538. A complaint history review by item number was conducted for ilrghg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening) october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
No further event information is available at the time of this report.